Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The alarm history also had records of a no delivery alarm and threshold suspend. The blood glucose reading was unknown, as the customer could not recall. The customer was unable to troubleshoot for the no delivery alarm. No significant events leading to the alarm were observed. The customer stated that the issue occurred 2 to 3 weeks ago, but he did not look at the error message as a big thing. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.